Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to hyperglycemia. Customer's blood glucose levels at the time of hospitalization 700 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was previously done.